Event description:
Caller alleges discrepant results compared to lab. Results are: set: 1, meter inr: 2.4, lab inr: 1.6; 2, 1.2, 1.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, meter inr: 2.4, lab inr: 1.6, mean: 2, confidence limits: 1.3-2.7; 2, 1.2, 1, 1.1, 1.0-1.5. The time elapsed between tests for both sets were not given. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability or inr testing. Product testing is no required. No product is expected to be returned. No corrective action required at this time as no product deficiency was established.